Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the sheath (that should remain attached as the balloon inflates) disengaged entirely from the balloon. The sheath fell through a hole in the peritoneum created earlier in the procedure. The surgeon used laparoscopic graspers to retrieve the sheath. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.